Event description:
Revision surgery revealed polyethylene wear on the lateral side of the patella and medial side of the tibial insert.

Manufacturer narrative:
Evaluation summary: the devices could not be evaluated for the reported wear as they have not been returned but rather have been discarded by the hospital.